Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Based on historical data, potential causes include damage or deterioration of components, environmental factors such as dust, dirt, humidity, or ambient light, optical issues; interoperability issues, overheating; and electrical issues such as signal loss or open circuits. The most probable cause of this complaint is considered to be an expected or random component failure, with no evidence of a design or manufacturing related issue. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the gastrointestinal videoscope presented blurry image during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.